Event description:
Caller states that the customer tested at 8:30am with a result of 133mg/dl. The customer took 2 units of insulin and tested again at noon with a result of 93mg/dl, taking 1 unit of insulin. The customer reportedly then tested at 6:00pm with a result of 169mg/dl and took 3 units of insulin. At 9:30pm customer tested at 243mg/dl and took 4 units of insulin. Caller reports that approximately 15 minutes later the customer was acting `drunk' and was weak and tired. The customer was taken to her bedroom where whe was given a pospsicle and felt better shortly after. No medical treatment sought. No quality controls were used. Requested return of seuspect device and replacement was sent.